Manufacturer narrative:
Awareness date used for the date of event. Medical device lot # for second product is 7033703. The model number for the second product is the same as the first. Expiration date of second product is (B)(6) 2018. Device manufacturing date for the second product 02/02/20017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(4) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes had erroneous results.